Event description:
It was reported that balloon rupture occurred. A 6.0x150x150-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation before reaching the maximum pressure, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 6.0x150x150-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation before reaching the maximum pressure, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the guidewire lumen 42mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a hole in the guidewire lumen which would cause failure to inflate the balloon. B3 - date of event: used the first date of the month of aware date as no information was provided. Changed from (B)(6) 2023 to (B)(6) 2023.